Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the rptr: at the 2nd firing, the device did not form the staples properly after it crossed another staple line. A new device was opened to complete the procedure. There was oozing of blood, tissue damage and unanticipated tissue damage and unanticipated tissue loss. Nothing fell into the pt's cavity. Operating room time was not extended by more than 30 mins. There was no info regarding the use of reinforcement material in conjunction with the stapling device. The surgeon commented that it was edematous tissue, but he did not think that caused the staple malformation. The lot number was not identified.